Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 3251. Investigation conclusion: 61. Device evaluation: visual inspection confirms that the arm component has fractured. The distal fractured piece was not returned for investigation. The arm of the inserter is a subcomponent which features an ipsilateral prong that attaches to the interbody spacer for insertion. This type of damage occurs when force is applied during impaction/insertion of the interbody spacer causing the distal arm to detach from the shaft. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudoarthrosis (i.e. Non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the inserter broke while being removed from an interbody spacer during a case.